Event description:
In additional information received on 17aug2021, it was reported that the central line was inserted for emergency intravenous access. It was confirmed that the failure occurred during wire advancement. The patient had to be stuck in an additional location to gain access for new catheter placement. The patient did not have tortuous anatomy and there was no reported difficulty advancing the wire guide through the access needle. It was confirmed that the patient did not experience any adverse effects due to this occurrence. No unintended section of the device remained in the patient and no hospitalization/prolonged hospitalization was required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, h6 - annex e & annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray report source - other - medwatch 4913020000-2021-8005. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray kinked during device insertion. During advancement of the wire guide, while it was in approximately 6-8 inches, a 90 degree angle was observed in the wire. As a result, the physician was unable to advance the catheter over the wire. Anesthesia was called to insert a different trans-luminal catheter (tlc) in the patient's left jugular vein. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Upon completion of the investigation, this event is not reportable. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the difficult advancement of a catheter over a bent wire guide, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.